Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of perfix plug, patient was diagnosed with nerve damage and pain thereby underwent repair with revision surgery. The instructions-for-use supplied with the device lists pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿attention was directed to the floor, preperitoneal space was entered. A perfix plug was placed into the defect. Onlay of mesh was then placed, sutured to the symphysis pubis, shelving edge of ilioinguinal ligament.¿ (B)(6) 2017 - patient underwent ilioinguinal nerve entrapment. (B)(6) 2017 - patient underwent a right ilioinguinal nerve block. Patient pain has been improved. Attorney alleges that the patient had nerve damage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had ilioinguinal nerve block from (B)(6) 2017 and patient had pain caused by the medications on (B)(6) 2018. And also, patient had severe daily right groin pain, diagnosis of ilioinguinal nerve entrapment.